Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8fr groshong catheter was returned for evaluation. Visual inspection identified a loose tissue cuff which could freely move up and down the returned catheter. The adhesive residue was noted at the correct location on the 24 cm depth marker. Therefore, the investigation is confirmed for the alleged defective tissue cuff. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 07/2023).

Event description:
It was reported the cuff allegedly detached but remained on the chronic catheter during insertion. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported the cuff allegedly detached but remained on the chronic catheter during insertion. There was no reported patient injury.